Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
The customer reported: the nurse "went into the pt's room because the IV pump was beeping. Upon assessing the line, it was noted to be profusely leaking from the part that is inserted into the pump. Pump was stopped, IV line changed, fluid on floor was mopped up with blue pads, bio med was paged to come pick up tubing." No pt harm was reported as a result of the event. No further pt/event info was provided.